Manufacturer narrative:
G4:22mar2021. B4:12apr2021. There is no indication that the issue was observed during performance verification testing. The information provided by the customer was that the battery was 10 years old with a manufacture year of 2009. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer and therefore, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer reported an internal battery issue. There was no patient involvement. The customer confirmed the battery is over 10 years old which is beyond the use life of the battery. The customer plans to install a new battery with parts they have onsite.

Manufacturer narrative:
G4:12mar2021. B4:20mar2021. It was confirmed that the battery is over 5 years old. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. This complaint is not reportable as the issue was discovered during performance verification testing and as such would not cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.